Event description:
Pt had a respiratory arrest soon after receiving the loading dose of 0.6mg dilaudid from a pca pump. Later discovered rn had mistakenly entered incorrect concentration of the medication.